Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode or cannula was short and sensor was not working. Customer received calibration not accepted alert. Customer's blood glucose level was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.